Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma. Rupture, and silicone migration.

Event description:
Healthcare professional reported right side "intracapsular rupture", "gel spillage", and "abundant peri-prosthetic liquid." The device remains implanted.